Manufacturer narrative:
No pt injury was reported and pt was fine post procedure. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
On (B)(6) 2011, a male pt underwent aaa repair. The pt's anatomical form was not suitable for endovascular repair since proximal neck was short (10 mm). Final angiography revealed proximal type I endoleak and type iii endoleak from both side of the junction area. Ballooning with a coda balloon catheter at the proximal site was performed, but endoleak was not resolved. Then another manufacturer's stent mounted on another manufacturer's 25 mm pta catheter was placed at proximal neck. Proximal type endoleak was not completely resolved, but additional treatment was not made because it was only slight leak remained. (1820334-2011-00118). Regarding type iii endoleak, an additional iliac leg was placed at right side and ballooning was performed at left side. Slight type iii endoleak at left side remained, but the physician decided to take follow-up observation. (1820334-2011-00119). The pt was fine after the procedure.